Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda per the physician was related to patient conditions (small atrium and aorta hugger). Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, it was determined that the transeptal puncture height was too high, but instead of puncturing it was determined that they would attempt to place the clip with simultaneous grasping. The clip was able to successfully grasp and capture the leaflets, but after deployment the clip a single leaflet detachment (slda) occurred and the clip was no longer attached to the septal leaflet. The clip remained stable on the anterior leaflet. An additional mitraclip was implanted medial to the slda clip for stabilization. The final mr was grade 2. There was no adverse patient effects or clinically significant delay reported.